Event description:
The user facility reported during the endo vascular treatment (evt) procedure, the angio-seal device was inserted into the insertion sheath, and the device cap was retracted. However, upon withdrawal, the angio-seal device completely disengaged from the insertion sheath, resulting in a failure to achieve hemostasis. The device was not used, and manual compression was used to attain hemostasis. The blood loss was less than 250cc. Prior to device deployment, a permanent pace-maker implantation (ppi) procedure was conducted, and a pre-deployment angiogram was performed. A 6 fr sheath ancillary was used, and the puncture was made distal to the inguinal ligament of the right common femoral artery, with a vessel diameter of 8 mm.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been the anchor being prevented from being deployed, preventing the components from mating properly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).